Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the physician will be watching the patient. It was also reported that the physician was going to change the drug. The dose and concentration were unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID :8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID :8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient was experiencing more pain and spasms after the pump was replaced. The health care provider (hcp) was unsure of the pump or catheter was related to the issue. Blood tests were being done to check for other possibilities. A computed tomography (CT) scan was also considered. The patient's status was alive with no injury. It was unknown what drug the pump was infusing. Additional information received reported that the patient was having ongoing withdrawal symptoms. It was noted that the catheter could not be aspirated at the time of the replacement. An x-ray was done and the hcp thought the catheter may have been kinked. The event logs were checked and showed no issues or alarms. The reservoir volume was checked after the implant and the volume was accurate. It was also noted that the patient was stable and doing well prior to having the pump implanted. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.